Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included atopy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of allergy to metals ("allergy to titan "), the second episode of allergy to metals ("allergy nickel"), fatigue ("severe fatigue"), apathy ("apathy"), memory impairment ("immediate memory disturbance"), inflammation ("muscular and joint lumbar dorsal pelvic gynecologic inflammatory syndrome"), thyroid disorder ("thyroid disorders"), tachycardia ("tachycardia"), irritable bowel syndrome ("irritable bowel syndrome") and eczema ("eczema"). Bilateral salpingectomy planned for (B)(6) 2017. At the time of the report, the pelvic pain, the last episode of allergy to metals, fatigue, apathy, memory impairment, inflammation, thyroid disorder, tachycardia, irritable bowel syndrome and eczema outcome was unknown. The reporter provided no causality assessment for apathy, eczema, fatigue, inflammation, irritable bowel syndrome, memory impairment, pelvic pain, tachycardia, thyroid disorder, the first episode of allergy to metals and the second episode of allergy to metals with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.